Manufacturer narrative:
Initial reporter address was not provided.

Event description:
(B)(6) customer from (B)(6) hospital, stated a contour ts meter that was supposed to read in mmol/l, showed mg/dl on the display. No adverse events were alleged. The meter is expected to be returned for evaluation. A replacement meter was sent to the customer.